Event description:
It was reported while using bd intima-ii closed IV catheter system foreign matter was found in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter: the white unidentified object attached to the needle after the indwelling needle extraction occurred.

Manufacturer narrative:
One needle core was received by our quality team for evaluation. The sample was examined, and white foreign matter was observed on the surface of the cannula. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The white foreign matter has been determined to be precipitate of the lubricant used in the cannula lubrication and drying process, and the composition is silicone. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.